Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 30, 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. On november 1, 2006 the medical affairs specialist (mas) spoke with the pt to obtain and verify info. On an unspecified date during the week of october 22, 2006, in the morning, the pt obtained the fasting blood glucose reading of 160 mg/dl on the reported meter, which was higher than her expected values. At that time, the pt was experiencing the symptoms of shaking and 'felt low.' Following this reading, the pt administered self-care by drinking orange juice. Fifteen minutes later, the pt tested her blood glucose level using her friend's one touch ultra meter and obtained the result of 99 mg/dl or 120 mg/dl; she was unable to recall that specific result. The pt felt better after consuming the orange juice, and she did not seek medical attention. The pt had obtained meter readings that were higher than expected for approx one week. The pt obtained fasting blood glucose results such as 171 mg/dl, 175 mg/dl and 202 mg/dl. The pt's expected fasting blood glucose values are between 75 mg/dl and 107 mg/dl. The pt takes lantus insulin 20 units in the evening, and an oral diabetes medication, name and dose unk. During the time period the pt obtained higher than expected readings, she continued to take her medications as prescribed and did not adjust the doses. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. The meter, test strips and control solution were replaced. While experiencing symptoms that suggested hypoglycemia, the pt obtained elevated blood glucose readings on the reported meter. The pt administered self-treatment with juice to alleviate the symptoms. Therefore this complaint is being reported as an adverse event.